Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient woke up wanting to eat a breakfast, but before she started eating, she fell down and experienced seizure. At that time the cgm reading was 3.8 mmol/l and the bg reading was 2.3 mmol/l. The patient´s mother treated the patient with glucagon and called an ambulance. The patient was taken to the hospital and treated there with IV medication because she couldn´t swallow and after couple of hours (6 - 7 hours) she was given oral treatment. They performed a CT and the results were all normal. The patient was discharged after 1 day and a half (from 9:00 am and was discharged the next day evening 9:00 pm). At the time of the report the patient was very sleepy, drowsy and her thoughts were still not clear. At the time of the follow up the patient had recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.